Manufacturer narrative:
510(k) number: k163468. This report is being submitted as a cancellation report following additional information received on 05-jul-21 file is to be cancelled as per manufacturer investigator request received on the (B)(6) 2021 based on clinical input stating that surgical bypass was a subsequent procedure and this is already captured under (B)(4) / MDR ref#3001845648-2021-00088

Event description:
This report is being submitted as a cancellation report following additional information received on (B)(6) 2021. File is to be cancelled as per manufacturer investigator request received on the (B)(6) 2021 based on clinical input stating that surgical bypass was a subsequent procedure and this is already captured under (B)(4) / 3001845648-2021-00088.

Manufacturer narrative:
510(k) number: k163468. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ratone et al 2020 ¿outcomes of duodenal stenting: experience in a (B)(6) tertiary center with 220 cases¿ a retrospective single-center study was performed using data collected from all patients who received palliative duodenal semss between (B)(6) 2011 and (B)(6) 2016. A 0.035-inch guidewire (jag-wire boston scientifictm, (B)(4) USA) was used to traverse the stricture under fluoroscopic guidance, and the stent was then positioned across the stricture and deployed. The length and number of semss were selected by the endoscopist during the procedure. All stents were uncovered. The following uncovered semss were used during the five years of the study: cook evolutiontm (cook (B)(4)) 9 and 12. 187 cook evolutiontm devices used. Surgical bypass was performed during the follow-up after duodenal sems placement in 7 patients. As per clinical input received this most likely relates to ¿stent occlusion due to tumor ingrowth or overgrowth¿.